Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that cubies were not showing in application. A field service engineer replaced flat flex cable and reseated all row board cables. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system full-height cubie pocket had disappeared. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient, resulting in a delay in the medication issuance process. There were no adverse events or injuries reported based on this event.